Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt stated they were needing new instructions on how to work the equipment. Pt stated they were hospitalized last week because they were experiencing severe stomach problems. Pt stated they were barely tinkling when they went to the bathroom. Pt stated they had a CT scan of their stomach and they had a lot urine in the bladder so the hcp removed it by catharizing them. Pt stated they thought that maybe it was the full bladder that was blocking their bowels which was what was causing the stomach issues. Pt stated they did have the representative come to the hospital and check the device. Pt stated they discovered the device was turned off. Pt stated they weren't sure if they turned it off themselves or how it got turned off. Pt services reviewed how to connect to the implant and pt confirmed stimulation is currently on and symptoms had improved since the rep turned therapy back on. The troubleshooting steps that were taken on the call resolved the issue. Troubleshooting also reviewed therapy expectations and purpose of programs.